Event description:
It was reported that the patient¿s blood glucose level rose to 278 mg/dL (15.4 mmol/L) while wearing the Pod on their abdomen for 49 hours. The patient reported the Pod was not delivering insulin. The Pod was removed and leaking was noted. The patient also stated there was bleeding at the Pod infusion site. There was no medical assistance required. The device evaluation found a tear in the cannula.

Manufacturer narrative:
The device was received for investigation. The unexposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting the tear. No indication of fluid ingress was observed inside the device. Leak testing was unable to be performed on the external soft cannula to check for external fluid leaks due to the internal tear. No other damage or defects were found with the device, and the cause of the event could not be conclusively determined. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.6Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.